Manufacturer narrative:
Reliability analysis not required due to the complaint related to enlite serter. Analysis not required due to customer not returning insertion needle.

Event description:
It was reported that the customer's sensors were broken due to a faulty serter and that the customer had high blood glucose levels of 268 mg/dl. The customer reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer recorded a sensor glucose reading of 166 mg/dl when her actual blood glucose level was 369 mg/dl. In regards to the faulty serter, the customer stated that the serter would not go all the way and that the needle was breaking off. The customer declined troubleshooting. Advised that a replacement serter and sensors would be sent. Nothing further reported.